Manufacturer narrative:
(B)(4). Visual examination of the sample confirmed a leak at the wing luer cap connection. No other observation was noted on the sample. The root cause could not be determined. Per review of the batch records, no nonconformance report was documented for this lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
It was reported to baxter (B)(4) that one (1) half day infusor device was observed leaking during set-up. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Additional narrative: the device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation and/or should any additional information become available.